Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 88 mg/dl and the sensor glucose was 57 mg/dl at the time of the incident. Another time wherein blood glucose was 84 mg/dl and sensor glucose was 43 mg/dl. Suspend on low limit in sensor settings was at 60 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and performed continuity test, and sensor passed. Performed bicarbonate buffer test, sensors failed per specifications due to high readings.